Event description:
Reporter indicated a vns programming handheld needs to be reset and aligned before every use despite being kept fully charged. The handheld has been returned to the manufacturer and is pending product analysis.